Event description:
Customer reported device = 50 mg/dl. Five minutes later, device = 250 mg/dl. Customer went to the hospital due to a diabetic seizure. Customer took a reading on their device (value, not provided) about 9-10 am before breakfast and took insulin. Customer went outside between 1 & 3 pm getting ready to eat when they went into the seizure. Paramedics were called. Paramedics gave customer oxygen and a shot as treatment (type, not provided). Customer remained in the hospital for a week. No controls were used. A request was made for return product and replacement product was sent.